Event description:
Philips received a complaint on the heartstart xl device indicating that the battery failed. There was no patient involvement. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective battery. The issue was resolved by replacing the battery and the product is back in service.